Event description:
I was implanted with essure in (B)(6) 2008. Approximately a year after I began to get debilitating migraines, right side stomach pain, rashes and chronic fatigue and by 2 years after implants my health declined dramatically. I had a bladder infection at least every 2 months, sharp pain down my right leg, fingers and toes started to go numb, constant heartburn, brain cloudiness/forgetful, bad boils all over, severely bloated, gained 75+ lbs over 2 years, alot of dental issues, mood swings, night sweats, heart palpitations, periods got heavier every month, severe cramping, back pain, I would leak fluid randomly (not urine) and I was losing hair at an alarming rate. I never had any health issues in my life! All of these came about after essure.